Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The email received for the study indicated that, approx 11 months post index procedure, the pt experienced a neurological event described as a stroke (ischemic). The neurological deficits were dysarthria and left hemiparesis. The onset was gradual. The pt was seen in the ER but no treatment was administered. There were residuals which involved mild dysmetria of the left upper extremity and unsteady gait. Pta was performed on a lesion with 85% stenosis in the proximal right internal carotid. The lesion was 10mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch type was ii. An angioguard distal protection device was successfully deployed without any technical problems. The lesion was pre-dilated and a precise stent was deployed at the target site. There was no stent malfunction. The angioguard was successfully removed and there was no debris found in the basket. Post-procedure, ck was 53 (maximum upper limit was 397). Pre and post-procedure medications included aspirin and clopidogrel. The pt was discharged on the following day without any major adverse events. The pt was seen for the 30 day follow-up 24 days later. Aspirin and clopidogrel were ongoing. Nih stroke scale score was 0 and no adverse events were reported. At the 12 month follow-up examination approx 11 months later, aspirin and clopidogrel were ongoing. The pt was subsequently discharged from the study having met all of the follow-up requirements approx 1 month later.